Event description:
It was reported that programmer telemetry could not be established in order to program this implanted system into magnetic resonance imaging (MRI) protection mode. No adverse patient effects were reported. The local area field representative was contacted for additional information regarding event cause/resolution, patient/device details, and initial reporter contact details. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and patient/device details. At this time, no further information is available. Should additional information become available this report will be updated. The product was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.